Event description:
A customer reported that during a patient procedure, using a glidescope bflex 5.8 single-use bronchoscope, the image was freezing on the screen. The procedure was completed using a backup bflex bronchoscope which was made available immediately. The customer also reported physical damage to the bronchoscope system's cable connector, however, no freezing image occurred when they connected the backup bflex bronchoscope to the same cable. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have the reported glidescope bflex 5.8 single-use bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported lot number "ft230200" did not identify any similar complaints reported to verathon. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Trending analysis for the glidescope bflex 5.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. In regards to the reported damaged cable used with the subject bflex during the procedure, the bflex single-use bronchoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Corrective action is not required at this time. Verathon will continue to monitor for trends.